Manufacturer narrative:
The pipeline was not received for evaluation because it remains in the patient. Should additional information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex was implanted accordingly to treat an aneurysm located in a cavernous segment of the left ica. There was nice stent apposition after pta. The procedure was uncomplicated and patient was discharged well. The patient was scheduled for additional treatment of another aneurysm. At this time, angiography demonstrated a total occlusion of the ica. The occlusion was an in-stent thrombosis. Clinically the patient was/ is completely asymptomatic and no additional treatment was administered. The ped structure/ position/ appearance was considered unchanged. During the initial procedure dual antiplatelet treatment (dapt) was administered. The pipeline implantation was performed under integrilin and aspirin (asa) intravenous loading with clopidogrel administered post procedure. 6 -8 hours after, multiplate was performed and did not show sufficient inhibition. Consequently the patient was loaded with prasugrel. Prasugrel and asa was administered for 3 months as dapt, followed by another 3 months of just asa. The aneurysm max diameter was 35 mm and the neck diameter was 15 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.